Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device was unable to charge. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench testing without duplicating the report. The device couldn't consistently recognized a valid cable ID, which prevented energy delivery and CPR feedback. This suggests a poor connection between the multifunction cable (mfc) and the device. The mfc, mfc receptacle, and cprd adaptor were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.